Event description:
On (B)(6) 2011, the hcp (healthcare professional) added a morphine/baclofen mixture to the pump. On (B)(6) 2011, the pt experienced vomiting, sweating and headaches. On (B)(6) 2011, the pt stopped breathing. The 911 was called and narcan injection was administered. The pt was subsequently hospitalized and received IV (intravenous) narcan infusion. The morphine was removed from the pump. The pump was programmed to deliver baclofen at a simple continuous rate. The IV narcan was to infuse until the morphine "moves through the device." On (B)(6) 2011, it was reported the pt recovered with "no issues." Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).